Manufacturer narrative:
The insulin pump received with no esc button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was not known. There was reportedly no instance of prolonged button press. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.